Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic resection of bladder tumor on the right lateral side, the subject device did not deliver correct power, and as a result, an approximately 1.5 cm perforation of the bladder occurred. When asked to provide more details about the power issue, the customer responded that at the time of resection, as soon as the surface of the tumor was touched, even with the empty bladder, excessive stimulation of the obturator was produced. In addition, the loop was not incandescent and the resector did not cut on all occasions. In the physician's medical opinion, there was 100% probability of a relationship between the subject device issue and the perforation. The procedure could not be completed so a second procedure will be required. The patient remained hemodynamically stable. Reportedly, the patient had no anatomical problems or relevant medical history that may have contributed to the perforation. The device was inspected prior to use and externally, it was in good condition. The device was set to default parameters for transurethral resection. Further clarification regarding patient treatment has been requested. There have been no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the approved final investigation as well as to provide correction to the initial report. B1 correction: this event was captured as a serious injury with a potential device related issue described in prior report, but the product problem marker was missing to indicate a malfunction. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection, and the customer reported failure was not confirmed. The functionality was within standard measurements. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer indicating that the cut in the resection was not correct; when the resection pedal was pressed, it only cut sometimes and randomly; and the electrical stimulation of the obturator nerve was very powerful. There was hyperstimulation of the obturator nerve with spasmodic movement of the leg and pelvis during tumor resection, which caused a very deep resection with bladder perforation. The patient was under spinal or epidural anesthesia during the bladder tumor resection procedure that was cancelled and has since undergone another procedure, also under spinal or epidural anesthesia. Since the patient had an extravesical bladder perforation, conservative treatment was performed which consisted of maintaining the bladder catheter for about 10 to 15 days until the bladder has completely healed. The patient is doing well. There have been no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide correction to b2 and h6 of the previously submitted report.

Event description:
No additional information was received from the customer.